Event description:
It was reported that the device had an error code lec 1871.

Manufacturer narrative:
One device was returned for investigation. It was reported that device had an error code lec 1871 and it was able to be duplicated. Error 1871 was displayed every time when pump start infusing, problem was resolved by replacement the motor sensor. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Reporter phone number is (B)(6).